Manufacturer narrative:
Cardiac tamponade occurred. The procedure was delayed in order to drain the tamponade and then the procedure was successfully completed. Additional information was received indicating the event probably occurred during the use of a biosense webster product but the adverse event was discovered post use. The event was discovered during the mapping phase of the aorta. Transseptal puncture was performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient fully recovered, however, required extended hospitalization (extra 5 days). Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31321441l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Note: the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Cardiac tamponade occurred. The procedure was delayed in order to drain the tamponade and then the procedure was successfully completed. Additional information was received indicating the event probably occurred during the use of a biosense webster product but the adverse event was discovered post use. The event was discovered during the mapping phase of the aorta. Transseptal puncture was performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient fully recovered, however, required extended hospitalization (extra 5 days).

Manufacturer narrative:
The device has been reported as discarded, therefore no product evaluation can be performed, and the customer complaint cannot be confirmed. An investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).